Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2021-17466. It was reported that patient was found to have impedance issue in one of the leads. As such surgical intervention took place wherein one of the leads was explanted and replaced. Following the procedure therapy was restored. Both of the patients lead are being reported as it is unknown which lead is affected.